Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The reported malfunction "delay in charging defib could not be duplicated or confirmed." The review of the device history log suggests all charge attempts occurred within the specification of the device. The reported malfunction of the device "unable to discharge" was not duplicated or confirmed. The review of device history log shows that the device was successfully discharged several times. There were attempts where the customer entered sync mode but did not press and hold the shock button which resulted in internal discharges after a minute. Based on the evidence in the logs, the device operated appropriately. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device delayed to charge and they believed the device did not deliver energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.